Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2014; 305c223 tissue valve, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, low pacing impedance and undersensing. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.